Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection revealed that the touchscreen was not responsive. Baseline evaluation was performed and touchscreen test was not successful, interaction anomalies were observed. The programmer was disassembled to isolate the component that could be presenting any issues. The touch controller was swapped out with a known good unit and the defect disappeared. This confirms the allegation of an unresponsive touchscreen, and the root cause of this allegation was a defective touch controller.

Event description:
It was reported that the touchscreen of this integrated programmer was not responsive. This device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h3: device eval by manufacturer? H3: device eval by MFR sum attach? H6: evaluation result codes . This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection revealed that the touchscreen was not responsive. Baseline evaluation was performed and touchscreen test was not successful, interaction anomalies were observed. The programmer was disassembled to isolate the component that could be presenting any issues. The touch controller was swapped out with a known good unit and the defect disappeared. This confirms the allegation of an unresponsive touchscreen, and the root cause of this allegation was a defective touch controller.

Event description:
It was reported that the touchscreen of this integrated programmer was not responsive. This device was returned to boston scientific for analysis. No adverse patient effects were reported.